Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). The 20mm x 2.75mm nc quantum apex¿ balloon catheter was successfully used for dilation in the left anterior descending artery but the shaft of the device was bent. The device was removed and was intended to be used again to the lesion in the rca. The physician attempted to straighten the bend however, the shaft broke. The procedure was completed using another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex with no original packaging or other devices. The balloon was loosely folded. The hypotube was fractured 73 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the catheter. Inspection of the remainder of the device and stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).